Manufacturer narrative:
Concomitant medical products: vamf3030c100tu, stent graft, implant date: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and a possible dislodgement. The rv lead remains in use and the leadless implantable pulse generator (ipg) remains on as backup. No patient complications have been reported as a result of this event.